Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -12.0/+3.5/91. (B)(4). Method code (evaluation method): work order search results code (evaluation result): a work order search found no similar complaints. Conclusion code (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -12.0/+3.5/91 diopter implantable collamer lens on (B)(6) 2015 in to the patient's right eye (od). The reporter indicated that the vault of the lens was excessive and iop was elevated. The lens was exchanged for a smaller lens on (B)(6) 2015 and this resolved the problem.